Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site caused by the patient's work belt. The physician relocated the ipg upwards and the patient was reportedly doing well following the procedure.